Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery. The parent stated the alarm occurred during a basal delivery. The customer's blood glucose was 74 mg/dl. Troubleshooting was not completed as the customer had 1 unit of insulin remaining on their insulin pump. The parent stated they would change out the infusion set. The parent was also assisted with rewinding and priming the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.